Event description:
It was reported that bd microlance¿ needle is clogged. The following information was provided by the initial reporter, translated from french to english: date of occurrence: 09/05/2024 incident description: during the preparation of the drug, it was impossible to take the treatment. Current patient status: none, use of another dm. Actions taken by the healthcare facility to manage the patient: change of dm.

Manufacturer narrative:
MDR was generated due to investigation findings: a device history record review was completed for provided material number 303262 and lot number 231201. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) opened needle sample was returned for evaluation by our quality team. Through examination of the needle, no damage to the cannula point was observed. However, the needle was observed clogged with polyethylene from the medication vial. Based on the provided feedback and sample results, we understand that the needle was clogged during use when piercing the rubber stopper. Bd has investigated this type of clogging issue in the past with different analyses and fourier-transform infrared (ftir) spectroscopy performed. Past investigations have concluded that the clogged material was polyethylene (pe). It was observed that these types of particle are commonly generated when needles are used to access the septum of rigid plastic containers of saline or other medication solutions. Further investigation suggested that the bd microlance¿ needle had been used to access rigid plastic containers of saline or other medication solutions designed to have a double septum, the first is a normal rubber closure, the second is a thick polyethylene septum. According to the above conclusions, we have to consider that bd microlance¿ needles are designed and manufactured to penetrate the skin and rubber closures of vials. They are not designed to penetrate thick polyethylene membranes. Dedicated devices are available from the supplier of the rigid plastic containers. Bd recommends contacting the manufacturer of the container for a detailed list of these accessories. For needle material 303262, the cannula has a regular bevel, which means the angle of penetration should be from 45-60 degrees (which differs from short bevel cannulas). This angle of penetration minimizes the risk of coring. Based on the preventive measures in place, we believe it is unlikely that this incident resulted from poor or insufficient de-burring of the cannula component. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.